Event description:
Pt was revised to address loosening of the tibial tray.

Manufacturer narrative:
Examination was not possible, as no product was returned. The root cause is undetermined. No evidence was found that would indicate product error. The initial report states that it is not suspected that the product failed to meet specs or contributed to the reported event. The need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.